Event description:
Received info that due to a malfunction, the pt was removed from the ventilator. The pt was placed on a second ventilator. The pt was not harmed or injuries as a result of the event.

Manufacturer narrative:
(B)(4). The eval of the device has not been completed.